Manufacturer narrative:
Additional information h3, h6 and h10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found in specification in relation to the customer reported problem of the device turning off which was not reproduced. A review of the event history log identified 'improper shutdown!' Message. Improper shutdown messages may result from typical pump use and do not confirm the issue without additional evidence such as assignable cause of failure.the reported condition was not verified. Evaluation did not reveal a device malfunction related to the failure. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump turned off upon power up at the emergency room. There was no patient involvement. No additional information is available.